Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed drive count/time values or changes incorrect for moving or coasting and there was a rewind anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was able to rewind properly and passed displacement test. However, it seated at 0.75 lb failing the seating test due to corroded motor and force sensor assemblies. Unable to perform seating, basic occlusion, occlusion, force sensor or verify pump error 37 due to corroded motor assembly. The device was received with cracked case on the back at the battery tube area and belt clip rail corner. In addition, it had minor scratches on display window, case and keypad overlay.